Manufacturer narrative:
This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the stapler 45 instrument was unable to clamp on several occasions. The stapler instrument became stuck on patient tissue and when the stapler release kit (srk) was used to open the jaws of the instrument, the tip of the key (srk) broke off in the stapler instrument. While the instrument was removed from the patient's tissue and there was no report of any patient harm, adverse outcome or injury, recurrence of the reported issue could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the stapler 45 instrument was not able to clamp on several occasions and prompts kept coming up to signify this. The stapler 45 instrument became stuck on patient tissue when the assistant pulled the instrument out prematurely under the direction of the surgeon. The key had to be used to open the jaws. The first key used, the tip broke off in the stapler 45 instrument. A second key was used in the second slot and the tissue was released. The surgeon was a skilled surgeon and the tissue was not too thick. There was no report of patient harm, adverse outcome or injury.